Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that no medical intervention or additional surgery required to correct this issue. The surgery was completed successfully without any adverse consequences, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that revising a synergy case it went to pull the +8 36 head and it¿s was a 14/16 taper not the 12/14 needed. It was in a sleeve of 12/14 36 heads. Dr placed a +12 head was only option.